Event description:
It was reported that during an infusion the pcu went into maintenance mode. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that during an infusion the pcu went into maintenance mode. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a0401 - break (1069), g02002 - battery, d15 - cause not established. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, d codes and manufacturer narrative. Investigation summary: the report that the pcu went into maintenance mode during an infusion was replicated during testing and was confirmed during the review of the pcu error and event logs. ¿ laboratory testing of the source pcu device replicated the error code 132.3000 by having the tamper switch pressed down for approximately one minute while the pump module was infusing. ¿ when the pcu was powered on while the tamper switch was pressed down, the device went into maintenance mode. ¿ the review of the event log determined the last infusion on 14 nov 2022 began at 11:20 am when channel a was programmed to infuse drugid 120 (immune glob ivig) at a rate of 140ml/h with a vtbi of 700ml. ¿ at 3:54 pm, the pcu tamper switch was pressed locking the pcu panel, however, at 3:55 pm a malfunction occurred (error code 132.3000) then the pcu was powered off. ¿ at 3:56 pm, the pcu device was powered on while the taper switch was being pressed, and the pcu when into maintenance mode. ¿ the review of the error log found an error code 132.3000 on 14 nov 2022 at 3:55 pm. Error code 132.3000 was decoded to be a stuck tamper switch. ¿ inspection of the source pcu device found no electrical or mechanical anomalies. ¿ tamper switch was operating as expected. ¿ the incident administration set was not returned for investigation; therefore, it could not be tested. ¿ per bd alaris system user manual addendum (page 55), ensure that the bd alaris system remains in good operating condition and visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. ¿ the source pump module was being used for treatment purposes. Root cause: the probable cause of the pcu going into maintenance mode during an infusion was attributed to a stuck tamper switch.

Event description:
It was reported that during an infusion the pcu went into maintenance mode. There was patient involvement but no harm.